Event description:
It was reported that the patient's device is at elective replacement indicator (eri). It was noted that the patient's heart rate may have been recorded at thirty beats per minute, indicating that the device was not pacing appropriately or at all since the patient should be at the standard vvi65 mode. The patient had presented to the hospital with digoxin toxicity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.